Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was evidence that after upgrading the customer from a piic classic system to a piic ix system, coverage area verification (cav) testing performed by a contracted partner was not completed however readings were documented that would support that the cav was performed and passed. If a cav is documented as having been performed and passed, and if the system is subsequently turned over for live patient monitoring there is a potential for a house-wide loss of wireless monitoring which could result in a delayed detection of a patient alarm event.